Event description:
It was reported that the ilet pump screen became unresponsive to touch and the user observed visible cracks when the display was held to light, consistent with a damaged or cracked screen component. Symptoms included no alarms or alerts and inability to operate the device via touch due to the screen damage. Outcomes included interruption of normal device use and need for replacement, while the user was able to continue glucose monitoring with a cgm. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed physical screen damage consistent with a cracked or delaminated display. It was concluded that, based on previously established findings for similar reports, the event was attributable to screen damage due to unknown cause, and a replacement device was arranged with instructions provided for shutdown, data handling, and return.